Event description:
It was reported that during a follow up, x-ray revealed externalized conductors between rv-svc coils. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.